Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week prior to the implantable pulse generator (ipg) implant, the patient suffered a myocardial infarction, was treated medically but refused an angiogram but agreed to an ipg implant. During the implant, the ipg did not pace when connected to the right ventricular (rv) lead. The ipg was removed and a replacement was used. Approximately nine hours post ipg implant, the patient passed away. The cause of death was requested but not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.